Event description:
It was reported that the unspecified bd pen needle was not functioning. The following information was provided by the initial reporter: the patient received insulin delivered by a reusable pen. The mother of the patient noticed that the dose button was hard to press. The patient administrated the injection himself in a dose of 1.5 units, before eating, and noticed that the button scrolled down; therefore, the patient did not know how much insulin was injected exactly. At night, the sugar rose to 18 units. As corrective treatment, the patient made an injection with unspecified insulin. The outcome for the events was unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the unspecified bd pen needle was not functioning. The following information was provided by the initial reporter: the patient received insulin delivered by a reusable pen. The mother of the patient noticed that the dose button was hard to press. The patient administrated the injection himself in a dose of 1.5 units, before eating, and noticed that the button scrolled down; therefore, the patient did not know how much insulin was injected exactly. At night, the sugar rose to 18 units. As corrective treatment, the patient made an injection with unspecified insulin. The outcome for the events was unknown.